Event description:
It was the pt underwent a cervical procedure with anterior fixation for cervical spondylotic myelopathy at c6/7 using plate and screws. The pt complained a hoarseness of voice and dyspnea. The pt was diagnosed of swelling of vocal cord by ent surgeon. The pt underwent a tracheostomy approx two months post op (the same month). The orthopedic surgeon confirmed that there was no loosening of screws and plate by x-ray. The ent surgeon suspected the possible metal allergy. The pt was getting well after taking steroid. It was also reported that later metal allergy test was negative.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Although we do not believe this event is a complication associated with the implants, we are filing an MDR for notification purposes. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog #876-127 was cleared in the united states.